Manufacturer narrative:
Analysis received the unit with blue full segments and missing segments on the display, the anomaly isolated to the lcd board. There was no blank display noted during testing. The buttons functioned properly, and no button response anomaly was noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call the insulin pump has a blank display. The customer's blood glucose was 147 mg/dl at the time of incident. The insulin pump will be returned for analysis.